Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 627 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was "not working"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Customer administered a manual injection and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. And customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue. Customer still in hospital at time of report so no release date could be obtained.